Event description:
Per the clinic, it was reported that the electrode array was partially inserted. Subsequently, the patient underwent a revision surgery in (B)(6) 2020 (specific date not reported) in order to reposition the electrode array.

Manufacturer narrative:
This report is submitted on april 04, 2022.